Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had motor error. Customer's blood glucose value was 170 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer reports the drive support cap appears normal (slightly indented). Customer will return device for analysis.

Manufacturer narrative:
Unable to verify motor position encoder error alarm due to constant motor error alarm. Unit was received with motor error alarm during rewind due to motor encoder out of phase. Unit was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.